Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead was experiencing phrenic nerve stimulation (pns). The patient was found to have pns in all seventeen vectors of the lead. Hence, this lv lead was repositioned and patient was given antibiotics. No additional adverse patient effects were reported.